Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced physical pain and sustained permanent injury. All other information is unknown and unavailable.